Event description:
It was reported on (B)(6) 2022, a 34mm semi-rigid saddle was implanted. On (B)(6) 2022, a pacemaker was implanted due to bradycardia/tachycardia syndrome and the cause of the bradycardia/tachycardia was unknown. The patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bradycardia/tachycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.